Event description:
After the deployment of a 23mm sapien xt valve through tf approach, the patient¿s blood pressure decreased and a pericardial effusion was detected. It was decided to do a sternotomy and a perforation was observed in the left ventricle, which was fixed with sutures. As per medical opinion, the most probable cause of the perforation was due to the guidewire and the patient¿s small ventricle. The patient¿s outcome was good.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. An interventricular septum rupture/defect is a perforation of the membranous ventricular septum. According to the literature, there are several potential etiologies for interventricular septal defects occurring during a tavr procedure, including a severely calcified membranous septum, a membranous septum longer than usual, over dilatation of the prosthesis, and prosthetic valve over sizing. In this case, the exact cause of the ventricular perforation is unknown. It is likely that the guidewire punctured the ventricle during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.